Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the right atrial (ra) lead was explanted for an unknown reason. The ra lead was replaced and remains in use. No patient complications have been reported as a result of this event.